Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (remove healthcare professional checkmark as it was incorrectly selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no product return. Thus, a final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the video system image momentarily blacks out (no error). The event occurs immediately after powering on otv-si before preparation for inspection. After restarting otv-si, it did not reproduce, and the inspection was completed as it was. The therapeutic procedure was completed using the same device. There was no health hazards or effects on patients.